Event description:
It was reported by a customer that the aiming beam fired straight out of the fiber at 50,701 jules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap regional was burnt and melted. The fiber cap remained intact and attached. The fiber cap was drilled through. The shrink tube and fiver jacket were melted and burnt. The bevel section melted and exhibited burnt glue. The fiber cap exhibited char, devitrification, crater and melted glass. The fiber cap condition would result in the fiber tip being damaged. The joules verified on the fiber card were 50,700 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.